Event description:
It was reported that an asymptomatic pt presented in the operating room for a lead revision. The pulse generator exhibited backup vvi operation during the procedure. Device replacement was performed electively.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.